Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced leaking from the purge sidearm. The patient was monitored and support continues.

Manufacturer narrative:
B5 clinical narrative updated. H1 type of reportable event was updated from malfunction to death.

Event description:
Clinical narrative: a 16-year-old male with cardiomyopathy was supported with an impella 5.5 inserted via the right axillary/subclavian artery on 04/23/2026. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage e shock. During support, the bedside nurse reported that the automated impella controller (aic) soft keys had not responded for approximately 20 minutes and that the display was stuck on the impella position screen. Guidance was provided to depress the display soft button for 10 seconds, after which access to the placement screen was restored. The local clinical team subsequently requested evaluation for possible transfer to another aic. Approximately one month later, an additional event was reported involving concern for leakage of purge fluid from the purge sidearm. The nurse reported that a glove became wet while handling the purge sidearm and, upon closer inspection, fluid was noted within the purge sidearm housing. Bedside evaluation identified moisture within the purge sidearm housing; however, no active dripping was observed. No changes in purge pressures were noted, and no changes in pump performance or function were reported. Continued monitoring for evidence of active leakage was recommended. On (B)(6) /2026, care was withdrawn and the patient expired. Based on the available information, the device continued to provide support, no changes in pump function were reported during the purge sidearm observation. The death is conservatively being reported; however, it is more likely attributable to the patient's underlying cardiomyopathy, scai stage e shock, and overall critical clinical condition resulting in withdrawal of care.

Manufacturer narrative:
Fluid leak - sidearm: the cause of the sidearm fluid leak was not determined since product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
D4. Primary UDI number was omitted during initial report.d6b. Explantation date was added.

Manufacturer narrative:
H6 health effect - impact code has been updated.